Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed the device has not been previously serviced for the reported condition. However, during previous services, the main batteries and battery harness were replaced. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.